Event description:
It was reported that the tps unidirectional footswitch caused a device to run when it was no longer being activated during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tps unidirectional footswitch caused a device to run when it was no longer being activated during testing. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
It was confirmed the device continued to run after the foot pedal was released by the service technician through functional evaluation. Upon disassembly for visual inspection, the technician found the loctite had degraded which may allow the magnet button to become loose. The device is not repairable and will not be returned to the user facility.